Event description:
Biomedical engineer (bme) on-call technician attempted to connect a bispectral index (bis) module to the bedside physiological monitor. When technician plugged in bis module, the monitor's multi-measurement module (mms) electronically disconnected from the monitor and produced a "mms unplugged" error message. This caused a drop-off of all monitored parameters on the bedside monitor. The bme troubleshot the monitor and exchanged the bedside monitor with another room and the bis module was able to be connected to the replacement monitor with no further mms disconnect error messages. Failed monitor was sequestered for additional follow up and troubleshooting to determine failure cause.